Event description:
It was reported that the user experienced loss of readings from a dexcom g7 sensor, with brief sensor issue alerts and cgm signal loss to the ilet. Symptoms included intermittent unavailability of glucose data. Outcomes included temporary interruption of cgm-based automation without hospitalization. Investigation included customer guidance to review alert history and education on temporary sensor malfunction behavior. Investigation of this case revealed a transient sensor communication issue consistent with brief sensor malfunction alerts, with no ilet hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary dexcom g7 sensor malfunction that resolved without additional intervention.